Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); bg value was not provided. Bg cause was not known. A correction bolus was delivered to address bg. A system check was performed and the pump performed as intended. Reportedly, a supply change was performed to address issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.